Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00008 on (B)(6) 2020. Additional information ((B)(6) 2020): siemens headquarter support center reviewed the instrument and event data, including actions performed by the customer service engineer (cse). The cse checked the instrument and performed a total service call and cleaned the reagent probes, wash station, and replaced the sample probe snap bearing. The system was fully functional upon departure. Siemens concluded that the potential cause of discordant human chorionic gonadotropin (hcg) patient result, was due to the residue build-up and the sample probe snap bearing. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse found dirt in the reagent probe dispense ports and accumulated serum on the ring of the reagent dispensing zone. Cse also checked the event log and reported "reagent probes volume check" errors. Siemens is investigating the event.

Event description:
A discordant human chorionic gonadotropin (hcg) patient result was obtained on an advia centaur xp instrument. The initial result was reported to the physician(s) and questioned. The same sample was repeated on the same instrument. Additionally, a new sample was drawn and repeated on the same instrument as well. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.